Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was not powered on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powered on. A field service engineer had found that drawer 3.2 on the auxiliary station was not detected on the bus and would freeze during access. While in diagnostics mode, the drawer was opened and then disappeared from the system. As this was a legacy half-height cubie drawer, the initial suspicion was a damaged retractor band. The station was shut down, the drawer was opened, and the retractor band was inspected and found to be cracked and damaged. The damaged band was replaced, after which the station was rebooted, and the application was launched. The system was then handed over to the customer for testing. To verify the repair, the customer successfully recovered the drawer and completed three inventory counts, confirming full functionality. The system functioned as intended after the field service engineer repaired the device.